Event description:
During a thrombectomy procedure in a dialysis patient (native vessel with no calcification), the catheter was prepared and inserted following vessel exposure. Upon initial inflation, the balloon failed to inflate and was determined to have ruptured. The device was discontinued and replaced with another catheter of the same type, which functioned as intended without resistance or further issues. The procedure was completed successfully with no reported patient injury.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk associated with the use of this product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the instructions for use (IFU): "in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage." Due to the increased rate of occurrence of this issue, CAPA 2026-007 was created to document and investigate the failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.